Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately 10 days post implant, this right ventricular (rv) lead exhibited an increase in pacing threshold; an x-ray confirming product microdislodgement. The patient was scheduled for a lead revision. Patient reports shortness of breath; however, no other adverse effects of note. During the subsequent lead revision, this lead was successfully repositioned. No resulting adverse patient effects were reported.